Manufacturer narrative:
If additional information becomes available a follow-up report will follow.

Event description:
It was reported an issue with monosyn suture. The client reported that before surgery thread is not connected with the needle. No further information has been received.

Manufacturer narrative:
Analysis and results: there are previous complaints of this code-batch regarding the same issue (closed as confirmed after analysis). We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 49 closed samples and 2 open and unused samples with the needle detached from the thread, and the thread is still wound on the pack. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of the closed samples received and the results do not fulfil the requirements of the european pharmacopoeia (ep). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/ep and b.braun surgical requirements. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed. We apologise for any inconvenience that this issue may have caused, and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.